Manufacturer narrative:
(B)(4). Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main keypad assembly and determined the cause of the failure to be oxidation of the finger contact for the left bubble of the on switch.

Event description:
It was initially reported that the device had an illuminated service indicator; however, upon eval by physio-control, it was observed that the device would only power on intermittently when the on button was pressed. There was no report of pt use associated with the event.